Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge"), rash ("skin rashes") and anxiety ("emotional anguish"). The patient was treated with surgery (essure device will be removed in late 2018 or early 2019). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, migraine, menstrual disorder, vaginal discharge, rash and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine, pelvic pain, rash and vaginal discharge to be related to essure. The reporter commented: patient sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: fallopian tubes were bilaterally occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and nephrolithiasis ('other injury(ies) or complication please describe:kidney stones') in a 42-year-old female patient who had essure (batch no. 869763, 1864961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, cholelithiasis, major depression, lactose intolerance, abdominal pain, arthroscopy, colonoscopy and cesarean section. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included anxiety disorder, depression, body mass index normal and fibroids. Concomitant products included beclometasone dipropionate (qvar), bupropion hydrochloride (wellbutrin), ibuprofen and salbutamol (albuterol hfa). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"), vaginal discharge ("irregular vaginal discharge/gel like discharge that clears or blood tinged."), rash ("rashes or skin conditions:skin rashes") and vaginal disorder ("infection (bladder/urinary tract/vaginal) type:vaginosis"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"), 2 years after insertion of essure. In 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced thyroid mass ("thyroid nodules"). In (B)(6) 2017, the patient experienced gastritis ("gastrointestinal or digestive system condition type:gastritis") and nephrolithiasis (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced chronic fatigue syndrome ("autoimmune disorder type:chronic fatigue syndrome") and fatigue ("fatigue,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), menstrual disorder ("abnormal menstrual bleeding") and anxiety ("emotional anguish") and was found to have weight increased ("weight gain"). The patient was treated with root canal-crown and surgery (essure device will be removed in late 2018 or early 2019 and ablation). At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, back pain, dyspareunia, migraine, menstrual disorder, vaginal discharge, rash, anxiety, vaginal haemorrhage, chronic fatigue syndrome, tooth disorder, fatigue, gastritis, vaginal disorder, headache, weight increased, nephrolithiasis and thyroid mass outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, fatigue, gastritis, headache, menorrhagia, menstrual disorder, migraine, nephrolithiasis, pelvic pain, rash, thyroid mass, tooth disorder, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical treatment regarding the aforementioned symptoms. Current weight 199 lbs. Right: 4 coils left: 3 coils. Lot numbers: 869763, 1864961 and expiry dates received: (B)(6) 2014 and (B)(6) 2012 for the respective lot numbers. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: mr received. Lot number added. Expiration date, concomitant and historical conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and nephrolithiasis ('other injury(ies) or complication please describe:kidney stones') in a 42-year-old female patient who had essure (batch no. 1864961- not valid, 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, cholelithiasis, major depression, lactose intolerance, abdominal pain, arthroscopy, colonoscopy and cesarean section. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included anxiety disorder, depression, body mass index normal and fibroids. Concomitant products included beclometasone dipropionate (qvar), bupropion hydrochloride (wellbutrin), ibuprofen and salbutamol (albuterol hfa). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"), vaginal discharge ("irregular vaginal discharge/gel like discharge that clears or blood tinged."), rash ("rashes or skin conditions:skin rashes") and vaginal disorder ("infection (bladder/urinary tract/vaginal) type:vaginosis"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"), 2 years after insertion of essure. In 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced thyroid mass ("thyroid nodules"). In (B)(6) 2017, the patient experienced gastritis ("gastrointestinal or digestive system condition type:gastritis") and nephrolithiasis (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced chronic fatigue syndrome ("autoimmune disorder type:chronic fatigue syndrome") and fatigue ("fatigue,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), menstrual disorder ("abnormal menstrual bleeding") and anxiety ("emotional anguish") and was found to have weight increased ("weight gain"). The patient was treated with root canal-crown and surgery (essure device will be removed in late 2018 or early 2019 and ablation). At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, back pain, dyspareunia, migraine, menstrual disorder, vaginal discharge, rash, anxiety, vaginal haemorrhage, chronic fatigue syndrome, tooth disorder, fatigue, gastritis, vaginal disorder, headache, weight increased, nephrolithiasis and thyroid mass outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, fatigue, gastritis, headache, menorrhagia, menstrual disorder, migraine, nephrolithiasis, pelvic pain, rash, thyroid mass, tooth disorder, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical treatment regarding the aforementioned symptoms. Current weight 199 lbs. Right: 4 coils left: 3 coils. Lot numbers: 869763, 1864961 and expiry dates received: (B)(6) 2014 and (B)(6) 2012 for the respective lot numbers. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,vaginal discharge. Lot number reported (1864961 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: update of information (batch is invalid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and nephrolithiasis ("other injury(ies) or complication please describe:kidney stones") in a 42-year-old female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and cholelithiasis. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included anxiety disorder, depression and body mass index normal. Concomitant products included beclometasone dipropionate (qvar), bupropion hydrochloride (wellbutrin), ibuprofen and salbutamol (albuterol hfa). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"), vaginal discharge ("irregular vaginal discharge/gel like discharge that clears or blood tinged."), rash ("rashes or skin conditions:skin rashes") and vaginal disorder ("infection (bladder/urinary tract/vaginal) type:vaginosis"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"), 2 years after insertion of essure. In 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced thyroid mass ("thyroid nodules"). In (B)(6) 2017, the patient experienced gastritis ("gastrointestinal or digestive system condition type:gastritis") and nephrolithiasis (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced chronic fatigue syndrome ("autoimmune disorder type:chronic fatigue syndrome") and fatigue ("fatigue,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), menstrual disorder ("abnormal menstrual bleeding") and anxiety ("emotional anguish") and was found to have weight increased ("weight gain"). The patient was treated with root canal-crown and surgery (essure device will be removed in late 2018 or early 2019 and ablation). At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, back pain, dyspareunia, migraine, menstrual disorder, vaginal discharge, rash, anxiety, vaginal haemorrhage, chronic fatigue syndrome, tooth disorder, fatigue, gastritis, vaginal disorder, headache, weight increased, nephrolithiasis and thyroid mass outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, fatigue, gastritis, headache, menorrhagia, menstrual disorder, migraine, nephrolithiasis, pelvic pain, rash, thyroid mass, tooth disorder, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical treatment regarding the aforementioned symptoms. Current weight 199 lbs. Right: 4 coils left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain"), menorrhagia ("menorrhagia") and nephrolithiasis ("other injury(ies) or complication please describe: kidney stones") in a 42-year-old female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and cholelithiasis. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included anxiety disorder, depression and body mass index normal. Concomitant products included beclometasone dipropionate (qvar), bupropion hydrochloride (wellbutrin), ibuprofen and salbutamol (albuterol hfa). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"), vaginal discharge ("irregular vaginal discharge/gel like discharge that clears or blood tinged."), rash ("rashes or skin conditions:skin rashes") and vaginal disorder ("infection (bladder/urinary tract/vaginal) type:vaginosis"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"), 2 years after insertion of essure. In 2015, the patient experienced tooth disorder ("dental problems"). In october 2015, the patient experienced thyroid mass ("thyroid nodules"). In (B)(6) 2017, the patient experienced gastritis ("gastrointestinal or digestive system condition type:gastritis") and nephrolithiasis (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced chronic fatigue syndrome ("autoimmune disorder type: chronic fatigue syndrome") and fatigue ("fatigue,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), menstrual disorder ("abnormal menstrual bleeding") and anxiety ("emotional anguish") and was found to have weight increased ("weight gain"). The patient was treated with root canal-crown and surgery (essure device will be removed in late 2018 or early 2019 and ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, back pain, dyspareunia, migraine, menstrual disorder, vaginal discharge, rash, anxiety, vaginal haemorrhage, chronic fatigue syndrome, tooth disorder, fatigue, gastritis, vaginal disorder, headache, weight increased, nephrolithiasis and thyroid mass outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, fatigue, gastritis, headache, menorrhagia, menstrual disorder, migraine, nephrolithiasis, pelvic pain, rash, thyroid mass, tooth disorder, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical treatment regarding the aforementioned symptoms. Current weight 199 lbs. Right: 4 coils left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: pfs received. Reporter's information updated. Lot no. Added. Event: abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder:chronic fatigue syndrome, dental problems, dyspareunia (painful sexual intercourse), fatigue, gastrointestinalor digestive system condition type: gastritis, infection (bladder/urinary tract/vaginal) type: vaginosis,migraines / headaches, pain, rashes or skin conditions, vaginal discharge/gel like discharge that clears or blood tinged.(captured from post of social media), weight gain, other injury(ies) or complication please describe: kidney stones; thyroid nodules were added. Concomitant drugs, lab data , medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge"), rash ("skin rashes") and anxiety ("emotional anguish"). The patient was treated with surgery (essure device will be removed in late 2018 or early 2019). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, migraine, menstrual disorder, vaginal discharge, rash and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine, pelvic pain, rash and vaginal discharge to be related to essure. The reporter commented: patient sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.